Event description:
A st jude model #1788 ventricular lead was placed via standard cephalic cutdown technique in 2007, in this pt without difficulty. R waves 14, threshold was 2v at 0.5 msec pulse width. At end of procedure, fluoroscopy was used to verify proper lead position. X-rays the following am verified proper lead positon. Four days later, the pt presented to the ER with lower chest pain. X-rays at that time revealed lead movement from prior films. However, they did not indicate lead position outside of the heart. When pt was brought to the or on the following day, fluoroscopy revealed right ventricular puncture with the lead totally through the ventricular wall and pericardium attempt to reposition this lead without wire support as recommended by MFR resulted in another right ventricular puncture. This lead was removed, abandoned, and replace with a lead from a different MFR. Although, the right ventricular punctures did not result in cardiac tamponade, we were prepared for an emergency pericardiocentesis. Also, echo was used extensively during the lead replacement to verity that this did not occur again. In conclusion, the pt had to be transferred to our ccu for critical care nursing. Diagnosis or reason for use: sinus node dysfunction.